Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the connector of the pulse generator. The device was not used and a new device was implanted.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.